Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module. The initial results were reported outside of the laboratory where the physician requested repeat testing by another method. The sample was submitted for investigation where discrepant results were identified for tsh, ft4 ii and ft3 iii between the roche method and the abbott architect method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results and medwatch with patient identifier (B)(6) for information on the tsh results. There was no allegation that an adverse event occurred. Based on the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation was unable to find a definitive root cause.